Manufacturer narrative:
Additional information: section d: d3: manufacturer address and phone number updated from initial submission. Section g: g1: contacting office-manufacturing site address and phone number updated from initial submission. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results: inspection team and investigator visually confirmed the device to be an inclusive® 17° multi-unit abutment 2 mmh compatible with: camlog® screw-line 4.3 mm (70-1135-cam0140). Returned device was fit-checked by inspection using camlog® screw-line 4.3 mm OEM and determined to be functional and within tolerances. The multi-unit abutment titanium screw was evaluated by inspection and determined to be fractured at the apex (hex connection). This missing portion (hex connection) of the screw was not returned. Root cause: a root cause cannot be explicitly determined. It is unknown if the titanium screw was fractured during implant or explant.

Manufacturer narrative:
The device has not been returned. When the device is returned an investigation will be carried out and a supplemental report will be submitted. No UDI. The abutment was manufactured in 2013.

Event description:
It was reported that an inclusive abutment failed. The patient has bone type iii and a history of prostate cancer and bruxism. The patient presented on (B)(6) 2016 for primary procedure on tooth #8. The patient returned on (B)(6) 2021 for evaluation of a loose maxillary implant supported prosthesis. Upon examination the provider notes that the prosthesis was indeed moving and after removal of the tip it was noted a fractured abutment screw. The fractured abutment was removed and new abutment was replaced. The patient's current status is noted as "perfectly fine."